Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the tissue was clamped, the display was checked, and immediately after firing was started, firing stopped. The display showed the status that the firing was completed. Another device was used to complete the case. There was no patient injury.